Event description:
It was reported in a journal article by leonardo kapural, et al. (2015), titled 'novel 10-khz high-frequency therapy (hf10 therapy) is superior to traditional low-frequency spinal cord stimulation for the treatment of chronic back and leg pain', there were five study-related adverse events observed, where multiple devices were revised due to lead migration. No identifying information was available but at least some of the devices appeared to have been manufactured by boston scientific. No additional information was provided.